Event description:
Boston scientific received information that this device displayed high out of range shocking impedances. No adverse patient effects were reported. Subsequently information was received that this patient passed away. There were not allegations when it comes to the device when it comes to the patient death.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
-

Manufacturer narrative:
Subsequently information was received that this patient passed away. There were no allegations when it comes to the device or right ventricular lead.